Manufacturer narrative:
B5 - corrected to : "the reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -12.5/2.0/072 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a same model, same size lens due to lens rotation not associated with low vault. The problem was resolved. Cause of the event is unknown." In the intial MDR. D6a - corrected to: (B)(6) 2021 in the inital MDR. Claim # (B)(4).

Manufacturer narrative:
D6a: corrected to: on (B)(6) 2021 in the inital MDR. Claim#: (B)(4).

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -12.5/2.0/072 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a same model, same size lens due to lens rotation not associated with low vault. The problem was resolved. Cause of the event is unknown.